Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause or timing of the cardiac rupture cannot be determined. There was no reported sign of injury during or immediately post procedure. The cardiac rupture likely caused and or contributed to the growing intra-cardiac shunt observed post procedure and the subsequent heart failure. Procedural factors (placement of the valve, manipulation of the devices), in addition to patient factors (mild valvular calcification, moderate aortic root calcification) may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, a 26mm sapien 3 valve was implanted. Post procedure tee and aortography did not indicate or confirm any abnormalities. However, post procedure, heart failure developed and gradually worsened. On postoperative day (pod) 5, tte was performed and a shunt between the sinus of valsalva (sov) and the right ventricle (rv) was confirmed. Since the heart failure did not improved, it was determined that the confirmed shunt was the likely cause of the condition. On pod11, a vascular plug was implanted to close the shunt. The physician commented that there was no sign of the shunt right after the procedure. The native annular diameter measured 25.5mm by CT. Mild valvular calcification and moderate aortic root calcification were reported. It was perceived that the cause of the shunt was associated with the valve implant. It was also inferred that the heart failure was triggered by the shunt which gradually became larger.